Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15716. It was reported that when the patient presented in clinic for a follow up, intermittent noise was observed on the atrial and right ventricular leads. The noise was reproducible by pocket manipulation. The patient was pacer dependent. During the procedure, insulation breach was observed on both leads at the clavicular level as the leads were pulled from the pocket. The physician suspected the clavicular crush as the source of the problem. Both leads were explanted and replaced. Patient's condition was stable.